Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was discarded by the reporter. No delivery issues were reported. It is unknown if qualified associated products were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided by the surgeon that with careful reflection, they can not be certain the lens was to blame for the complication. The lens was explanted and disposed off. Surgeon asked to withdraw the complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, a tear was noticed at the posterior capsule after the lens implantation. Hence the lens was removed and replaced with another lens in the same procedure and an anterior vitrectomy was performed and the new replacement lens was placed in the sulcus rather than as per the planned lens. The procedure was extended to approximately 20 to 25 mins. There was no patient harm. The patient is expected to have more post operative astigmatism than planned.